Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #986c74. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no reload present, with the device bailout and with the joint cover damaged. The damage on the joint cover, could have been by an attempt to pull out the device from the trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The device event log was reviewed, and the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door was out of position, with the override lever up, which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. The device was disassembled to verify the condition of the internal components and what appears to be liquid was noted in the pcb, also dry residues were noted in the bailout lever. It is possible that this contributed to the device not being functional. The event described of difficult to open could not be confirmed as the device opened and closed as intended, in addition the log indicates that the articulation buttons were pressed while the device was closed, this is a function of the device that would prevent the device to be articulated while it is closed please refer to instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 986c74, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None reported.

Event description:
It was reported that during a lap appendectomy that surgeon was using ech45s for a lap appendectomy. Surgeon articulated, closed, and fired the device. Surgeon opened the device and was not able to straighten it back to home. Surgeon tried to hit the "home button" a few times, then tried removing and reinserting the battery, then tried to usual manual override. Surgeon eventually removed the stapler from the patient while it was still articulated. Surgical delay unknown. Patient consequences unknown.